Manufacturer narrative:
Pump was received with a compromised force sensor system error alarm during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. Unable to perform occlusion test or delivery accuracy test due to the compromised force sensor system error alarm. Unit was received with normal operating currents and no unexpected low battery alarm or off no power alarm noted during testing. Pump was received with missing end cap sticker, minor scratched lcd window, cracked battery tube threads, corroded battery tube, partially broken reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was at the emergency room as their insulin pump delivered 60 units into their body. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. The customer had pushed back the drive support cap and it kept pushing out insulin. The customer started with 300 units of insulin and then suddenly they had 130 units, so they called 911 and drank a half gallon of juice. Troubleshooting was not completed as the customer declined. The customer stated that the drive support cap on their pump was sticking out. The insulin pump will be returned for analysis.